Manufacturer narrative:
(B)(4). The customer reported issue was confirmed by review of the device logs but was not duplicated during evaluation. The device passed the home choice return instrument test/evaluation (rite) functional test and the home choice rite electrical test with no issues. The device functioned normally during the evaluation. The cause for the reported issue was undetermined. A follow-up will be sent if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report not getting ultrafiltration (uf) readings on a homechoice (hc) machine during use. The registered nurse (rn) stated the home patient (hp) not getting a uf reading on the hc. Per the rn there were no alarms. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.